Event description:
It was reported that the 8110 syringe module failed preventative maintenance as there were plunger issues.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted a damaged tube drive, front cover, rear case, lt/rt handle, barrel clamp, latch module, wiper seal, small/large gear claw, spring latch, lt/rt iui and lower housing. A review of the device history record for (B)(6) was performed from date of manufacture 10/16/2015 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the tube drive arm syringe/pca.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module failed preventative maintenance as there were plunger issues.